Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm, a signal too low alarm and a spanish software anomaly after resuming insulin pump therapy. Customer reported of being off of insulin pump therapy for a while per healthcare professional's request due to hospitalization. Customer's blood glucose was over 800 mg/dl. Customer had symptoms of nausea, frequent urination and dry mouth. Customer does not recall date of hospitalization but reports to have been hospitalized for twenty-four hours. After troubleshooting, customer was advised to monitor insulin pump and to call back should issue persist as alarms were normal behavior due to non-usage of pump.